Event description:
It was reported that the patient was scheduled for generator replacement due to end of service. It was reported that the patient has experienced an increase in seizures and the seizures have become worse. Prior to surgery, the generator showed ifi - yes. The generator was replaced. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product analysis was completed on the patient¿s returned generator. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.769 volts as measured during the final electrical test, shows an ifi=yes condition. The data in memory locations revealed that 83.034% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Additional information was attained that there were no medication changes prior to the patient¿s increase in seizures. The patient had an increase in seizure frequency and intensity that were below their baseline level.